Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the right femoral artery using a 6f non bsc sheath. The 99% stenosed target lesion was located in a severely calcified and moderately tortuous left common femoral artery. A 3.0 x 40 mm coyote es balloon catheter was used to predilate the lesion after a non bsc guide wire crossed the lesion. Then a 6.0mmx40mmx135cm sterling balloon catheter was selected to dilate the lesion, however, the balloon ruptured at 6 atms on initial inflation. The procedure was completed with a different device. No patient complications were reported and the patients' condition was good.